Event description:
During a spine procedure, a legend motor leaked oil at the distal end. On f/u it was reported that the oil was observed dripping from the end of the attachment, through the tool opening. Prior to the identification of the oil leak, the surgeon noticed that the motor hose was collapsed, and was kinking. A tongue depressor was taped across the area that had been kinking and the surgery continued. Subsequently, oil started leaking from the end of the motor. An incident report was filed at the hospital. Unable to obtain a copy of the incident report, or to obtain identification of the motor in question. No add'l info could be obtained. No pt injuries or significant delays in surgery were reported.